Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this is the third time the patient's dbs therapy went off. The first time it went off, they did not know the therapy was off; they thought maybe it was turned off by the hospital because patient was going to get a CT scan on feb 6-7th. When patient saw neurologist in march, patient was shaking violently and it was found the therapy was off so doctor turned it back on. Three weeks ago therapy went off again and patient was shaking and patient rep turned therapy back on. This morning the patient was shaking again so they turned therapy back on but they don't know why the therapy keeps turning off. Patient charges every day at noon and never goes low. Three weeks ago when therapy went off, it was at 100%. In march, the doctor looked at the recharging sessions and said patient is keeping the implantable neurostimulator (ins) charged. Patient rep states patient is at 100% every time they check it. Patient services redirected patient to provider and recommended checking ins before and after recharging to see what the ins charge level is at.